Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powericc catheter. Usage residues were abundant throughout the sample. A partially circumferential split was observed between the 9cm and 10cm depth markings. The split occurred within a permanent kink impression. The sample kinked preferentially at the split site during manual manipulation. Microscopic inspection of the split revealed inward curving edges. The split edges were dully granular. Material wear, buckling and discoloration were observed in the vicinity of the split. The split features were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which placement, usage and mechanical factors may gradually form a crack in the catheter. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "vascular access rn contacted bd rep regarding having to place a new PICC in a patient who had a leaking PICC placed on 2/5/21. Rn was informed that patient said the line was positional at home. Radiology used the PICC and noticed a leak from the insertion site. The PICC was removed and saved, and a hole was noticed at about the 10cm mark in the body of the catheter." Add info rcvd 03/26/2021: placement info: replaced a bard 4f single lumen PICC with another bard 4f single lumen PICC. What type of catheter securement was utilized: statlock and sorbaview shield dressing was there patient harm reported?: no.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reev2057 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "vascular access rn contacted bd rep regarding having to place a new PICC in a patient who had a leaking PICC placed on (B)(6) 2021. Rn was informed that patient said the line was positional at home. Radiology used the PICC and noticed a leak from the insertion site. The PICC was removed and saved, and a hole was noticed at about the 10cm mark in the body of the catheter." Add info rcvd 03/26/2021: placement info: replaced a bard 4f single lumen PICC with another bard 4f single lumen PICC. What type of catheter securement was utilized: statlock and sorbaview shield dressing was there patient harm reported?: no.